Event description:
It was reported during a bph prostate procedure; ¿separate distal tip of the fiber, it stopped working and forced to use a new fiber¿ at 130,925 joules and 26:36 minutes of usage. The procedure was completed with a second fiber. Patient outcome: ¿no problems with patient¿ reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the distal end of the fiber/glass cap and the metal cap are detached and not returned. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.